Event description:
Reportable based on analysis complete on 07-apr-2015. It was reported that wire lumen occlusion occurred. The 75% stenosed, 20x2.5mm, concentric, de novo target lesion containing a lesion bend of <=45 degrees was located in a mildly tortuous and a non-calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was selected to dilate the target lesion. However, the guide wire could not cross due to an obstruction in the balloon tip. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed shaft detachment.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Microscopic examination and tactile inspection revealed the inner shaft was detached/separated 4mm distal of the exit notch. The inner shaft was also buckled 10cm ¿ 10.4cm from the exit notch. The inner diameter (ID) of the catheter was measured at both the exit notch and distal tip which is within specifications. The guidewire used in the procedure was not received with this device. A .014¿ kinetix plus guidewire was used for functional testing. Functional testing was performed by loading the guidewire into the exit notch and distal tip of the device; however, the guidewire was unable to be advanced past the damaged shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).